Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause was depleted main batteries. The main batteries have been replaced. Additional: a service history review revealed that the device has been previously serviced for the reported condition. During pervious service the battery and harness were replaced. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Event description:
The baxter representative reported a colleague infusion pump with a depleted battery that occurred during infusion. It is unknown when this event occurred; this occurred in the med surge department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.